Event description:
The patient had a severely valgus joint line. The attempt to correct the leg axis in a stable way with a higher inlay (10 to 20 mm) failed. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2207164: (B)(4) items manufactured and released on 23-june-2022. Expiration date: 2027-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on (B)(6) 2023. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 2208465: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Investigation performed by meadacta knee r&d project manager: revision surgery after almost 2 months from primary implantation, due to instability of a gmk sphere implant. According to the surgeon's indication, the instability was caused by excessive residual valgus. According to the pictures of the explanted devices, both the femur and the tibial tray present cement on the fixation surfaces. Some dents and scratches can be observed on the liner close to the anterior 'snapping' features for fixation to the baseplate. Those were most likely caused during the attempt of removing the tibial insert from the tibial baseplate. No other elements considered relevant for the analysis can be noted. There is no evidence that a faulty device have caused the revision.